Event description:
A ventilator was returned to the manufacturer's service center for preventive maintenance. There was no allegation that the device failed to operate. The device was not in patient use. During the device evaluation at the manufacturer's service center, a failure related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue. There was no patient harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.

Manufacturer narrative:
A ge healthcare service technician performed an on-site evaluation and determined that the cause of the reported issue was a failed speaker assembly. The speaker assembly was replaced and corrected the reported issue. The device was tested following repairs and was found to operate within specifications.